Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was continuously alarming "vent inop", "motor fault", "low pip", "low ve", and "circuit disconnect" on a test lung. There was no patient involvement.